Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the ventricular rate/sense channel while the patient was getting out of bed. This noise resulted in pacing inhibition. Technical services (ts) discussed possibilities, and an attempt was made at recreating the noise through maneuvering. Slight noise was observed during this process, but not of the same quality that resulted in pacing inhibition. No symptoms have been reported.